Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 10/23/2019. Device returned to manufacturer: yes. Device evaluation: visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that a model zct150 20.0 diopter intraocular lens (iol) was explanted because the lens was the wrong diopter and size. However, additional information was provided, and it was learned the patient experienced blurry vision, hyperopic surprise, and the lens rotated greater than 10 degrees post-operatively. At explant/exchange there was no vitrectomy, incision enlargement or sutures required. The patient had previously undergone a lasik procedure. The patient¿s visual acuity (va) was 20/30. Post-op va was 20/40. The replacement lens is the same model but a higher diopter (22.0). No additional information provided.